Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the guidewire was unraveled. The guidewire was damaged. Visual analysis of the guidewire indicated damage during use. The full guidewire was returned without the packaging. The distal end of the guidewire is unraveled and stretched at 2 cm from the distal end of the guidewire. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire was found to be bent and twisted at the tip when removed from the packaging. The guidewire was not used. The guidewire was returned to the manufacturer and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.